Event description:
It was reported that pt can no longer hear well since (B)(6) 2011. Testing carried out on (B)(6) 2011 shows electrode channels 2, 3, 7, 10, 11 and 12 in status hi. Testing carried out on (B)(6) 2011 shows electrode channels 2, 3, 7, 8, 10, 11 and 12 in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.